Event description:
I had 12 inches of my colon removed and 6 months later, have hernia and have not had a day of relief since constant constipation. Look like I am 3 months pregnant. My name is (B)(6) and I have been trying for now six years to get some help with this matter. In (B)(6) 2001, dr (B)(6) removed 12 inches of my colon. As a result of that surgery, I developed a hernia that as of this present day, I still have. But in (B)(6), they were supposed to have repaired it at which time the doctor used the mesh. They never asked whether I wanted them to use mesh. Knew nothing about it. I have complained of constant pain. Constant bloating, constant constipation, constant back pain and still have the hernia. Cannot seem to get help with this. Just last month, I had an edg and colonoscopy and the doctor informed me the last time dr (B)(6) did a minor surgery on me to see how the adhesions in my stomach and scar tissues have surrounded the mesh and how he was trying to correct but was unable to, due to timing. I tell you I'm grateful that at a time in my life, I had no insurance and (B)(6) was there, but does that give them the right to do and try anything on you. I believe they feel they can just use you as guinea pigs, and most do not know what has been done to them. I do not understand this paper you all have sent me, but here are my records of that surgery. Would you please photo copy and send back to me. It may be too late for myself, but if I can help somebody it's worth it. For I still have an hernia so what is this mesh doing" doctor (B)(6) has since, so I heard left truman, cannot get a gi dr to pay attention once it had the edg, and colon test I am going to fight until I get some justice for my stomach. I'm tired of being sick to my stomach, not being able to bend, sleep, look like I'm disfigured; trust me, guest relations, knows me well. "It wasn't stop" this is not right. The practices they use are wrong. Before they use anything on you they should inform you, first truman is not doing something right